Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no pt incident or involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. System error 105 alarms were confirmed and were determined to be caused by a failed motor (flex). The ailed motor (flex) was replaced.